Event description:
End user alleges that has fallen out of sling 3 times. The lift tipped over twice on top of patient. First time fell out of sling only, did not tip. Consumer believes the lift is too small, after falling the first time. With weight transfer felt lift was not stable. Hole in wall because of tipping over. End user alleges that has fallen out of sling 3 times. The lift tipped over twice on top of patient. First time fell out of sling only, did not tip. Consumer believes the lift is too small, after falling the first time. With weight transfer felt lift was not stable. Hole in wall because of tipping over.